Event description:
The customer reported that the insulin pump alarmed button error. Customer stated that insulin pump was exposed to moisture. No blood glucose reading provided. Advised the customer that insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm noted. The device also received with cracked case on the display window corners, scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker. No moisture damage on the motor or electronic assemblies noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.